Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "under infusion" was unable to be evaluated due to a constant reload set message observed upon power up. Therefore, evaluation was unable to perform flow rate testing in order to confirm the problem. The valve and finger travel measurement was performed to attempt to determine causality for the reported condition. Evaluation found the lower finger travel was above specification but this is not a state which would contribute to the device under infusing. It is possible the constant reload set alarms would cause the perception of an under infusion if the customer was expecting fluid to be delivered within a certain timeframe and the whole infusion took longer than anticipated due to false reload set or clean load point 2 alarms which needed to be addressed. The device was reworked to correct the condition.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). It was also reported there was no patient injury.